Manufacturer narrative:
Event date - on or about (B)(4) 2007. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-03632 and 2134265-2011-03633. It was reported that post a stenting treatment procedure, a thrombosis occurred. In (B)(6), 2006, the patient was admitted to the treating facility complaining of chest pain and acute myocardial infarction. The lesions being treated were located in the 70% stenosed left anterior descending (lad) artery, 80% stenosed diagonal (dx) artery, and 80% stenosed mid right coronary artery (rca). The lesions were successfully treated with a 2.5x8mm taxus express2 stent (proximal), a 2.5x16mm taxus express2 stent, a 3.5x16mm taxus express2 (mid lad), and a 3.5x20 taxus express2 (mid rca). On or about (B)(6) 2007, the patient presented with chest pain and nausea. Thrombosis was identified in the overlapping lad and dx stents. It is unknown how the thrombosis was treated.